Event description:
It was reported that an arteriotomy closure of the superficial femoral artery was achieved using a starclose se after an interventional procedure. Reportedly, 4 hours post procedure, the patient suffered from a pain and numbness of his right leg. Following an angiogram no pulse was found and an occlusion of the common femoral artery occurred. The patient received immediate bypass surgery. No other adverse patient sequela was reported. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, incorrect anatomy. Per instructions for use, under warnings: do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The access site was reportedly located in the superficial femoral artery. The use of the device in the superficial femoral artery is influenced by user technique. Occlusions may occur if there is vessel damaged (breaking loose calcified plaque or blood clots). The vessel size is narrower than the common femoral artery, which may potentially allow the clip to capture the back vessel wall after deployed. Vessel damage may be influenced by but not limited to manufacturing, user technique, and/or anatomical conditions. Instructions for use, under the warnings section states: do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). As the device is moved into place during deployment, the end of the sheath has the potential to cause vessel damage. This is mitigated as the distal end of device is designed without sharp angles. The lot is functionally verified as part of lot acceptance testing. The lot of starclose se would have met lot acceptance specifications to have been used by a customer. Based on the procedures in place and the closure achievement by device, there is no indication of product quality deficiency. Based on the reported information, the overall cause was related to operational context, the user incorrectly used the superficial femoral artery as an access site and resulting in an occlusion. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.